Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported tissue expander has ruptured. This is for an unknown side. Device status is unknown.

Event description:
The previous medwatch submission reported a rupture, the adverse event is deflation. Un-reporting rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.